Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility. Additional information was received that the reason for ipg replacement was due to patients choice.